Event description:
Clinical Narrative:Impella 5.5 was inserted via the right axillary-subclavian access site in a 66-year-old male patient for escalation of support for acute myocardial infarction with cardiogenic shock. The patient's comorbidities were not reported; however, the patient's clinical state prior to escalation included progression from Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage C to SCAI Shock Stage E after 10 days of Impella CP support, which was outside the recommended indication-for-use timeframe. The patient was also receiving inotropic and vasopressor support, antiplatelet and anticoagulation therapy, respiratory support, and hemodialysis. Laboratory values included an activated clotting time (ACT) of 246 seconds.Bleeding was reported at the graft anastomosis to the subclavian artery in addition to a hematoma. The Impella 5.5 was operating at Performance Level P-8 with flows of 4.5 liters per minute during the reported event. The purge solution consisted of 5% dextrose in water (D5W) with 25 milliequivalents per liter (mEq/L) of sodium bicarbonate.Hemostasis of the bleeding graft anastomosis was achieved through unspecified surgical intervention, and 2 units of platelets were administered for blood loss.The patient remained on Impella 5.5 support at the time of reporting, and the post-procedure outcome remained ongoing.

Manufacturer narrative:
The pump can be available for return of investigation after explant.This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.